Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient experienced infusion set cannula fractured while using. Also, reported that the cannula wasn't still in the skin, and they did not receive medical treatment as a result of cannula fracturing while in the body. No further information was available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country -germany.